Manufacturer narrative:
The automated impella controller (aic) device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported that the console was in for a pm service and the control error/alarm and battery failure alert appeared on start up.

Manufacturer narrative:
G1 MDR reporting contact email. D2 device name has been updated.